Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). H7- a recall has been initiated and notifications to affected customers in the EU and emea are ongoing. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of a pascal precision ace procedure in mitral position where during the procedure there were issues while releasing the implant. Patient had secondary atrial functional mitral regurgitation (mr). The entire procedure went without complications and it was decided to release the device, but there was more resistance felt to unscrew the release knob. Resistance to rotate release knob was increasing with more turns. Speed of rotation was varied by the physician, but there was no impact was seen. At this moment, it was seen that the device rotated on fluoro and on echo and was attempted to counter with implant catheter handle but showed no benefit. Turning the handle did not translate to the implant to remedy the issue. There was a good amount of flex on the steerable catheter and the physician thought that the flex could probably affect this problem more. The screw was then turned even further, and the device jumped back on fluoro, and they were able to release. When the implant jumped back the resistance was gone and then it was possible to unscrew it. The implant was successfully released. However, the implant position changed from prior to rotating release knob and it was observed an increase in residual mr after release. As per the physician, it was unsure if the increase of mr was due to the rotation and new location of implant or due to the tension on the catheter. Hence, it was needed to implant a second device. It was very hard to grasp the posterior leaflet, so they had to put another device medial to that first device. The second device was implanted without release problems. The mr pre-procedure was grade 3 and mr post procedure was 1 (trace).

Manufacturer narrative:
The complaint for difficult to unscrew and retract implant release knob was confirmed with objective evidence. The complaint for difficult to unscrew and retract implant release knob was confirmed with objective evidence based on the event reported by the edwards clinical specialist on-site during the procedure. Manufacturing non-conformances were found in the root cause investigation and documented. Available information suggests that multiple root causes in the manufacturing procedure, specifically during implant attachment, allowed for this complaint code to emerge. Recommendations to improve the manufacturing assembly process for implant attachment will be addressed in a CAPA. A pra was also initiated under management discretion due to multiple complaints reported for this issue in a short period of time. Additionally, this pra addresses the increase in severity of harm related to an existing hazardous situation. An fca was initiated to retrieve potentially impacted units in the EU with FDA recall number z-2479-2023.